Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the black box showed that the last basal delivery was on (B)(6) 2014, any information from the reported event date was overwritten. No evidence of short battery life was observed. The battery compartment was cracked; the cap was able to secure on to the pump and maintain an electrical connection. The battery life issue was not duplicated during testing and the current draws were found to be within specifications. The pump cover was opened and no intermittent connection was found. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.